Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associated with a patient's pd treatment. There were draining slowly messages during the patient's drains and fluid was noticed inside the cassette door of the cycler. There were no noticeable holes or tears in the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. There was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler air dry and has been using it since with no further issues. The cycler set is available to return.